Event description:
The guidewire broke when the physician was placing a 9fr triple lumen spectrum central line leaving a portion in the vessel. The doctor was forced to do a cut down procedure in order to retrieve the remainder of the wire. The pt later expired, but according to the ICU charge nurse, his death was not due to the guidewire problem.

Manufacturer narrative:
Date of death unk as not provided by reporter. Not provided by reporter. Catalog #: (B)(4). (B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. Event is still under investigation.